Manufacturer narrative:
Based on the medical assessment received by the site, the device is believed to be not involved in the patient's death.

Event description:
The manufacturer received information on this event through the sure avr registry. On (B)(6) 2012, an (B)(6) female patient received a percival pvs21 to replace her native stenotic aortic valve. At the hospital discharge, a good device functionality was reported (transvalvular mean gradient of 12mmhg, no leaks). On (B)(6) 2017, the patient passed away due to myocardial infarction. The site monitored the device functionality through echo during the follow up visits, reporting the following findings: non-structural dysfunction (nsd)- central and perivalvular leaks of 1+ on (B)(6) 2013; mean gradient of 23mmhg and central leak of 2+ on (B)(6) 2016; mean gradient of 29mmhg and a central leak of 3+ (reported as nsd by the site) on (B)(6) 2017. The following adverse events, not device-related, are reported for this patient: moderate lung failure on (B)(6) 2012; cardiac arrhythmia (B)(6) 2012; post-operative pleural effusion on (B)(6) 2012; hospitalization due to decompensated heart failure on (B)(6) 2013, and also on (B)(6) of 2017; decompensated heart failure in severe mitral insufficiency conditions on (B)(6) 2016. Additional information received from the site confirmed that the patient passed away for infarction, and this is the only cause of death. Despite the signs of degeneration, the percival valve is not involved in the patient's death.

Manufacturer narrative:
Please note that , the most appropriate term for the device code would have been central leak. A code for the central leak is not available, for which reason code (B)(4) has been selected. A minor paravalvular leak was identified in 2013, so this device code was included as well. Device not explanted.

Event description:
The manufacturer received information on this event through the sure avr registry. On (B)(6) 2012, an (B)(6) female patient received a percival pvs21 to replace her native stenotic aortic valve. At the hospital discharge, after the percival implant, a good device functionality was reported (transvalvular mean gradient of 12mmhg, no leaks). On (B)(6) 2017, the patient passed away due to myocardial infarction. The echo performed by the site at the yearly follow-up visits report the following findings on the device functionality: mean gradient of 13mmhg and a paravalvular and central leaks of 1+ on (B)(6) 2013 (reported as a serious adverse event device-related by the site); mean gradient of 23mmhg and central leak of 2+ on (B)(6) 2016; mean gradient of 29mmhg and central leak of 3+ on (B)(6) 2017. The patient experienced other adverse events, deemed as not device-related by the site: moderate lung failure on (B)(6) 2012; cardiac arrhythmia (B)(6) 2012; post-operative pleural effusion on (B)(6) 2012; hospitalization due to decompensated heart failure on (B)(6) 2013, and also on (B)(6) and (B)(6) 2017; decompensated heart failure in severe mitral insufficiency conditions on (B)(6) 2016.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified, and the reported non-structural dysfunction cannot be explained by any factor intrinsic to the involved device. As the device was not explanted, no further investigation can be performed at this time and the root cause of the event cannot be determined. If further information becomes available related to this event the case can be re-assessed as applicable.